Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was received with cracked case at lcd window corners, reservoir tube and battery tube threads. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 167 mg/dl. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.